Event description:
It was reported that there were some r-waves that were undersensed and one that was sensed on a stored ventricular high rate episode. The sensing assurance will be turned off and a lower sensitivity value will be programmed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.